Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the shipping box and the product card box. Images also demonstrate that spacing box has been properly used to fill the empty space inside the shipping box. The shipping box is damaged, and the product card box is torn, deformed, with kinks and bends. Also, the product card box has been opened by damage and was obviously re closed, re taped and re labeled, probably by the shipper. A water damage cannot be confirmed. The investigation leads to confirmed result for packaging damage. Based on provided information, the shipping box was left outside in the rain by the shipper. Based on the investigation of the provided information, the investigation is closed as confirmed for packaging damage that was caused during shipping process. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.', and 'store in a cool, dark, dry place.' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the product was allegedly damaged while received at the hospital. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the product was allegedly damaged while received at the hospital. There was no patient contact.